Manufacturer narrative:
Additional narrative: patient information is not available for reporting. This report is for one (1) unknown screw. Device broke intra-operatively and was not implanted or explanted. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation summary: one titanium matrixneuro burr hole cover 17mm (part 04.503.023 / lot unknown) was received with the complaint category of ¿broken: intraoperatively.¿ one unknown screw was received with the complaint category ¿device interaction: does not fit with other parts.¿ the complaint condition is confirmed as one hole on the plate is broken and the distal threads on the screw are broken off and not returned. The returned stainless steel threaded screw head is not indicated for use with the titanium matrixneuro plate. Since these implants were reported as having been used together, it is the method of using non-mating implants that likely resulted in this complaint condition. Further evaluation shows that this plate is part of the matrixneuro plating system. The returned screw could not be identified or related to a specific system. However, based on the threaded head and stardrive recess, it is determined to not be part of the matrixneuro system and likely from a trauma system. It was reported that the surgeon was performing a craniotomy and that the plate broke during screw insertion. Thus, with the given information, the screw was not used as indicated. The returned plate was received with one of the screw loops broken at the base and bent to the side. The balance of the device is in good condition. The returned screw was received with wear to the drive recess and threads. The screw has a transverse break just below the threaded head, approximately 2.7mm from the proximal end. The distal threads were not returned. The fracture face is homogenous. Thus, the complaint condition is confirmed, but cannot be replicated. A review of the current drawing for the plate was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned implant was determined to be suitable for the intended use when employed as recommended. A drawing review of the screw could not be performed as the part number/family could not be identified. Per the manufacturing evaluation, the adjacent screw hole on the plate conforms to the specifications of a diameter of 2.10 / 2.23. In comparison, the conical screw head was measured as 3.43mm at the widest portion and 2.24mm at the narrowest portion. The manufacturing evaluation confirmed the plate was the correct titanium specification and verified that the screw is stainless steel. Thus, use of these implants together would likely result in this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate broke at one of the screw holes during screw insertion while the surgeon was performing a craniotomy. The plate had to be removed, but another plate was available for implantation. No plate fragments were left in the patient. There was a reported two (2) minute delay in surgery. Per the investigation completed on the returned screw, it was determined that there was a transverse break. The breakage occurred just below the threaded head, approximately 2.7mm from the proximal end. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).